Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [064] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 11-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of one call service 064 alarm. During investigation, the pump was powered on and the display was found to be blank with normal auditory and vibration. Moisture was observed behind the display. The pump cover was opened and moisture was observed throughout the internal components. Further testing was inhibited due to the blank display issue. The original complaint of a call service alarm issue was noted in the pump history but unable to be adequately investigated due to the blank display issue.